Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps failed. The procedure was completed with no reported injury. On 05/13/2025, intuitive surgical, inc. (Isi) received mw5169732 stating: da vinci robot arm prograsp broke/stopped working/malfunctioned inside patient while being used. Removed from use. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.